Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as the device was not properly identified. -complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient has pain worse in last 6 months, dislocated once, right side leg pain, right ankle swelling and groin pain.

Event description:
It was reported that patient has pain worse in last 6 months, dislocated once, right side leg pain, right ankle swelling and groin pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The device remains implanted.